Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
Patients hip dislocated.

Event description:
Patient's hip dislocated.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact root cause of the event could not be determined as the devices were not made available for evaluation and insufficient information was received by stryker orthopaedics. Not returned to the manufacturer.